Event description:
It was reported that the device has an alarming low pressure, customer has full tank of oxygen and has also replaced oxygen hose for any leaks. The parameters relief at 60, 100 oxygen, frequency 12, tidal 700, no peep and still has an alarm. The monometer goes past 30 and still alarming low pressure. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: unknown. H3 and h6. Codes: updated. Device evaluation: the reported problem was verified during visual inspection and functional testing. The cause was the main alarm harness was broken. Replaced the main alarm harness cable to correct the issue. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.